Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 283mg/dl, 114mg/dl. Tests were done within 1 minute with a difference of 75%. Pt did not experience any adverse events. No further info has been reported.